Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 3gtq3v, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1143151 rev I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer is described as an active user. The consumer called stating that the caster forks bend when he is driving, which allegedly causes the 3gtq3v power chair to lean. He alleges that his ankle and leg got caught under the chair, no medical intervention was sought. The dealer will bend the forks back into place, but this is not a permanent solution. Additional information was obtained by invacare consumer affairs who called the consumer. The actual component that is bending is the foot rest and tube. When asked about the incident reported, the consumer stated that he was driving outside and hit a bump. The tube for the foot rest allegedly came off, causing his leg to get caught underneath the chair. Consumer confirms that there was no medical intervention sought. The consumer stated that within a week of receiving the chair, the tube for the foot rest allegedly bent backwards. This allegedly happens every time he hits a bump. He stated that the dealer has straightened it by pounding it out. Invacare consumer affairs contacted (B)(4) to set-up an inspection of the chair. The work order number is (B)(4). Consumer affairs awaiting a response from (B)(4) on parts needed to repair the chair.

Event description:
Customer alleges, "the way the casters are assembled on his chair, it is causing the forks to bend when he is driving. The fork bent, causing the chair to lean and his leg and ankle got caught under the chair." Additional information from consumer affairs indicates that it is the foot plate and tube, not the caster and fork.